Manufacturer narrative:
This report is submitted on april 17, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently, the patient underwent revision surgery to excise skin at abutment site (date not reported).